Manufacturer narrative:
The tech found the side rail latch spring mechanism is broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail would not stay latched. The bed is located in the accounts fifth floor hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number: (B)(4).